Event description:
During rotablading procedure, portion of guidewire, rotafloppy guidewire, was sheared off and was located in the interior of the artery. Removal attempted numerous times using a snare, this was not successful. Consult obtained, dual-wire snaring technique used to successfully remove distal portion of sheared wire. Artery wall dissected during procedure. Dissection repaired surgically. Pt died after open-heart bypass surgery in recovery room.